Event description:
It was reported that during use with 2 bd vacutainer® flashback blood collection needle there was poor sleeve function and blood leakage occurred. There was no patient or user impact. The following information was provided by the initial reporter, translated from japanese to english: stage: outpatient blood collection room is in use. Defect: the rubber plug connected to the blood collection tube cannot rebound, resulting in blood leakage.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for sleeve leakage was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.